Manufacturer narrative:
Technician replaced with revitalization kit. No report of patient or staff impact.

Event description:
Technician alleged there are small holes in the mattress ticking. Fluid has leaked in foam and fire barrier.